Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics (B)(4) inc. On retained kit lot 175937 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 175937 and device part number 195-430h / lot 171994. The lot met the required release specifications. (B)(4). Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. The consumer reported two tests were taken using I-health covid-19 antigen rapid test kit on (B)(6) 2022 generating negative results. The patient was symptomatic with cold. No additional patient information, including treatment and outcome, was provided.